Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, insulin squirting during prime, buttons were less responsive and sticking. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the insulin pump had diminished battery life, grinding noise during rewind, no delivery alarm. The device will not be returned for analysis.